Manufacturer narrative:
Patient weight not available for reporting. This report is for an unknown quantity of unknown 2.4 mm screw. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient was implanted with an unknown 2.0 mm plate, an unknown quantity of unknown 2.0 mm screws, and an unknown quantity of unknown 2.4 mm screws on unknown date. It was noted on unknown date by unknown means that patient had a non-union. Patient was returned to surgery on (B)(6) 2017 where surgeon removed the plate and some of the screws. It is not known which screws were removed or which, if any, remain implanted. Hardware that was removed was easily removed and was intact. Surgeon implanted a new 2.4 mm locking compression plate (lcp) and unknown quantity of 2.4 mm screws. Surgery was completed successfully with no delay and no harm to patient. This report is for unknown quantity of unknown 2.4 mm screw. This is report 3 of 3 for (B)(4).